Event description:
It was reported that: the device was ventilating a patient at the time of the occurrence. The device appeared to be cycling; however, was not delivering any volume to the patient. The patient oxygen saturation was noted to drop to 74%. The patient was manually ventilated with an alternate device and was stabilized. The patient was then placed back on the ventilator and the same occurrence was noted. The patient was then transferred to another ventilator. The user could not recall if any alarms were posted on the device. No patient injury reported.